Manufacturer narrative:
(B)(4).

Event description:
It was reported that in nephrology, the catheter was inserted in the patient's jugular vein in the affiliated hospital of (B)(6) university. The patient then had hemodialysis treatment in the county hospital. The luer lock cap cracked so the hospital stopped the hemodialysis catheter and replaced the extension tube in (B)(6) hospital. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence. The patient involved was a (B)(6) yr/old male (B)(6) tall, weighing (B)(6) with renal failure.

Manufacturer narrative:
(B)(4). Device evaluation: the report of a crack in the connector assembly was confirmed. One arrow cannon ii plus extension line assembly was returned. The sample was visually examined under magnification. The red arterial hub has an 8 mm long crack extending down from the opening into the body. The blue venous hub has several cracks extending 2 - 3 mm down into the body. The IFU provided with the set warns that repeated over tightening of bloodlines, syringes, and caps will reduce connector life and could lead to potential connector failure. It also states to avoid excessive or prolonged use of alcohol based solutions and ointments to clean the catheter and that solution should be completely dry before applying an occlusive dressing. It also states not to use acetone with this catheter and that the catheter, extension lines and connectors should be examined before and after each use. A device history record review was performed with no evidence to suggest any manufacturing related issues. Based on the report that the crack occurred during use, operational context caused or contributed to this complaint. No further action will be taken.